Manufacturer narrative:
Advanced bionic considers the investigation into this reportable event as closed. The explanted device is presumed lost and will not return for analysis. A review of the device history was performed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics was informed that the explanted device will not be returned. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was notified that the recipient¿s device was explanted. A review of the recipient¿s test data indicated impedance issues. The recipient was reimplanted with another cochlear implant.